Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: (translated): device sporadically did not start up properly, only alarmed with a beep. No patient involvement.